Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported on 0001825034-2017-10129.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard dcm tibial bearing cat#: 189123 lot#: 998660. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial total knee arthroplasty subsequently the patient¿s locking bar has dislodged.